Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier scanner failed, and the flash was blinking rapidly without waiting for input. The customer rebooted the device; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID failed intermittently. A field service engineer (fse) verified universal serial bus (usb) sleep mode, reseated the usb cable and restarted lumidvcsvc and wbiosrvc services but the issue persisted. Further the fse reinstalled the bioid software multiple times, and replaced the bioid unit however, the issue persisted. Further analysis in device manager identified hidden bioid drivers, which were removed, resulting in successful resolution of the issue and restoration of normal bioid functionality. The system functioned as intended after the field service engineer repaired the device.